Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low glucose result on adc device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Due to lower sensor scan results, the customer self-treated with cookies and apple juice for the issue. As a result, the customer experienced headache, fatigue, tiredness and had contact with healthcare professional (hcp) via call and hcp suggested to change the adc device. The customer obtained a blood glucose result of 303 mg/dl on a competitor brand meter with comparing scan readings of 253 mg/dl from adc device and self-treated with unspecified liquid for the issue. No other hcp treatment was provided. There was no report of death or permanent impairment associated with this event.